Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with an unknown mentor gel implant (right) and a 350cc mentor memorygel breast implant (left) experienced right sided hematoma approximately one-hour post procedure. The unknown mentor gel implant was replaced with a 350cc mentor memorygel breast implant that same day. Two days later the patient began experiencing right sided rippling and several unexplained systemic symptoms post procedure. A pimple-like rash all over her upper body, short term memory issues, fatigue, and a golf ball sized bubble (condition improved) were all noted. In relation to the rippling the patient stated to be able to feel the top of the implant and hear it squeak. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the currently placed implants. This report relates to the unknown mentor gel implant that was replaced on the date of implant. Report 1645337-2019-18218 relates to the right sided replacement, and 1645337-2019-18217 relates to the left sided implant.